Event description:
User reported to medsun (FDA) that the "ventilator in use and connected to a patient started to make a clicking noise. Ventilator was changed out for another one.".

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 4 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it could not be confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used the root cause could not be determined with the limited information we could obtain from the customer. It may have been a temporary failure or a noise possibly not caused by the ventilator. No complaints have been reported since then. No correction was made. There was no patient or user harm reported.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user within us. Report reference (medsun) 050084000-2017-8012. Initial report. No follow up report found in hamilton ag system or medsun(FDA). User reported to medsun (FDA) that the "ventilator in use and connected to a patient started to make a clicking noise. Ventilator was changed out for another one." Additional information requested to customer which had no further information to provide.

Event description:
User reported to medsun (FDA) that the "ventilator in use and connected to a patient started to make a clicking noise. Ventilator was changed out for another one."